Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed multiple bends and kinks. The device showed signs of severe damage. A separated tip was confirmed approximately 3cm from the tip. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that the tip detached. An imager ii angiographic catheter was placed in a patient back in january to gain access for a lithotripsy procedure. The catheter had been placed in the kidney where it was attempted to be moved down to the bladder for the lithotripsy. However, the lithotripsy was not completed. Seven weeks later, a procedure was attempted to remove the catheter. Before the procedure started, the tip was observed to be detached. Snaring was completed to remove the detached tip. As the detached component was grabbed with the snare, it would break off into smaller pieces. All device fragments were retrieved. No further patient complications were reported. The patient was fine and stable. It was further reported that the issue was observed on a CT scan.

Event description:
It was reported that the tip detached. An imager ii angiographic catheter was placed in a patient back in january to gain access for a lithotripsy procedure. The catheter had been placed in the kidney where it was attempted to be moved down to the bladder for the lithotripsy. However, the lithotripsy was not completed. Seven weeks later, a procedure was attempted to remove the catheter. Before the procedure started, the tip was observed to be detached. Snaring was completed to remove the detached tip. As the detached component was grabbed with the snare, it would break off into smaller pieces. All device fragments were retrieved. No further patient complications were reported. The patient was fine and stable.